Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated while running the architect stat troponin-I assay, a pt result that was confirmed 0 ng/ml is now running at 0.012 ng/ml. There was no impact to pt management reported.